Event description:
It was reported that patient was hospitalized for unknown reason. Additional information was received that the implantable pulse generator (ipg) was replaced for unknown reason. The patient was doing well post operatively. The explanted device will not be return.

Event description:
It was reported that patient was hospitalized for unknown reason. Additional information was received that the implantable pulse generator (ipg) was replaced for unknown reason. The patient was doing well post operatively. The explanted device will not be return. Additional information was received that patient had difficulty charging the ipg.

Event description:
It was reported that patient was hospitalized for unknown reason.